Event description:
It was reported that an epilepsy patient died. Follow up with the nurse stated that the patient's death was probably not related to vns therapy since the patient had other complications other than seizures, but at the moment the cause of death is unknown. Good faith attempts to obtain additional information from the medical professional have been unsuccessful to date.